Event description:
It was reported that during a percutaneous coronary intervention, a vessel dissection occurred. The target lesion was located in the tortuous and calcified mid right coronary artery (rca). The lesion was pre-dilated with an unknown 2.5x15mm balloon. The 3.0x24mm promus element stent was advanced but was unable to cross due to tortuousity, calcification and a previously implanted stent. The device was removed and it was noted that a grade 1 dissection occurred. This was treated with an inflation of an unknown balloon. No additional patient complications were reported and the patient's status is stable. Medications received included aspirin and clopidogrel before and after the procedure, and heparin during the procedure.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by manufacturer - a visual and microscopic examination identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. (B)(4).